Event description:
A healthcare professional reported that suction loss, after laser fired in the patient's right eye, during lasik surgery. The surgeon decided to switch the surgical procedure from lasik to photo refractive keratectomy (prk) on the same day.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Further information and logfiles are requested, but not received. The sample was not returned to the manufacturer for evaluation. A sample was not received at the production site and insufficient information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).